Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 22.0 mmol/l at the time of the incident. Now her blood glucose is 8.0 mmol/l. After troubleshooting, the blank display remained. The insulin pump is being returned for analysis.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify count down numbers anomaly due to blank display. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, missing reservoir tube o-ring and partially broken off reservoir tube lip.